Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance measurements greater than 2,000 ohms. Upon reprogramming to unipolar, lead impedances stabilized to within acceptable limits. Technical services discussed observations. To date, no adverse patient effects were reported with this clinical observation.